Event description:
Information of the importer/customer: efix end user was in manual mode, user was pushing backwards with his feet when the axle broke. The wheelchair tipped sideways. User was belted or strapped into wheelchair when the user hit his mouth. Reporter alleges the possibility of chipped teeth. No other injuries reported.

Manufacturer narrative:
Device will be returned from (B)(4) to (B)(6) for analysis.